Manufacturer narrative:
The customer's test strips and meter were returned for further investigation. The customer's test strip and vial showed no defects, in addition, the customer's meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 2.8 inr, donor 2: 6.3 inr. Customer strips and reference meter: donor 1: 2.9 inr, donor 2: 6.4 inr. The returned customer material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer reported discrepant inr results on coaguchek xs kit meter serial number (B)(4). On (B)(6) 2018 the following meter results, using different fingers were as follows: 05:53 p.m. 6.9 inr, 07:02 p.m. 2.0 inr, 08:01 p.m. 2.1 inr. The customer¿s therapeutic range 2.0 -3.0 inr. No adverse event occurred. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.